Event description:
Hosp advised that a 250ml bag containing 25,000 units of heparin in d5w was hung and set up to infuse at a rate of 10.4cc/hr at approx 1:00pm. Nurse set vtbi at 100cc and hit start. After one hour and 15 mins the bag was nearly empty. Nurse advised he noticed the drips were very fast when he first started the infusion, then after approx one minute, the drips slowed. He also observed some "kinking" in the drip chamber. There was no pt consequence or medical intervention. Nurse advised this occurred after he hung a new bag of heparin and changed the tubing. He checked the bed and the area around the device and found no evidence of a leak.